Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user's daughter reported that the user experienced severe hypoglycemia, requiring emergency medical assistance. The lowest reported blood glucose (bg) level was 29 mg/dl. The user attempted to correct the low bg with carbohydrates, but levels did not improve. The user became unresponsive, and emergency medical services (ems) were called. Ems administered intravenous therapy at home, suspected to include glucose. The event occurred shortly after a supply change. The user confirmed they performed the rewind process but were not connected to their body during the supply change. The cannula was only filled at the end of the process. There was a reported discrepancy between the continuous glucose monitor (cgm, dexcom) readings and bg meter values. The device issued low and urgent low alerts. The user was on hemodialysis at the time of the event. The user reconnected to the ilet after bg levels were back in range and the user was released from the hospital.